Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was broken. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a tep lap inguinal hernia procedure, the surgeon placed the device in the patient and on the 21st pump the balloon burst inside of the patient into 3 pieces. To correct this condition, the customer removed the balloon and manually dissected space. The current patient status is okay. There was no device fragment left in patient's cavity.